Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had an air alarm error. There was no harm or injury reported.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a helium/air alarm error. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, b5, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported failure. Logs indicated code 37 exception 0x3. Compressor test passed without any issue and vacuum holds without fluctuation. The fse completed repair with all functional and safety test per manufacturer specifications. Safety disk replaced due to the cycles.